Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user reported that the screen was black and completely off. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen. A field service engineer inspected auxiliary 4.1 and found that the smart half height displayed all pockets as failed and not detected on the bus. Used a multimeter to confirm that the drawer controller board had failed. Replaced the board successfully, and all hardware test application (hta) tests passed without issue. The system functioned as intended after the field service engineer repaired the device.